Manufacturer narrative:
Date sent: 8/20/2007. Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the customer that during an unknown procedure, the device was not able to be reloaded. The customer used another like device to complete the case.